Manufacturer narrative:
(B)(4). Finland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the mesher was stuck and would not transport the skin graft and carriers through the device. The handle was able to perform the up/down motion and the handle was able to be removed from the device. No unplanned skin grafts were needed to complete the surgery. There was no surgical delay. The surgical technique was utilized. Another device was used to complete the procedure. No known impact or consequence to the patient. No adverse events were reported as a result of this malfunction. Due diligence is complete as multiple attempts were made; no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the unit was confirmed to not advance the carrier. The sample mesh passed. The bottom roll and ratchet were found to be damaged and not working properly; however, the repair was not completed because the customer requested no repair be done. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.